Event description:
It was reported that one year post implant a realize band, the patient presented with a leak. At this point, not sure if the leak is from the balloon, tubing, or port. At the time of the initial operation it was completed as usual. A surgery date has not been scheduled to determine source of leak. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4) intra op photos show tubing strain relief movement components returned were as follows: the curved band/balloon with 24.5 cm of catheter. The velocity port with the locking connector and 17 cm of catheter. Eight intra operative pictures provided by the surgeon. Noted that the tubing strain relief was not returned for evaluation upon visual inspection, it was observed that the band/balloon was returned cut by the half. As described within the event description, band/balloon was cut by the surgeon during the explantation. Upon microscopic evaluation, one puncture was found. As the band/balloon was returned cut in two (2) distinct parts, no leak test was performed on the balloon. A leak test was performed on the velocity port with a successful result, no leak was found. The device met the release criteria for distribution. Pictures provided by the surgeon confirmed that the movement of the tubing strain relief. A potential cause of the puncture observed on the balloon is that it came in contact with a sharp instrument (i.e. Grasper, scissor). A review of the instruction for use (IFU) was performed and detailed instructions were outlined within the IFU about band implant procedure to avoid any damage to the device. It is also stated that band have to be leak tested with 11 ml of air and immerse in sterile saline before implant, in order to detected a leak. A design enhancement was implemented with the approval of the FDA to glue the strain relief to the locking connector to mitigate the potential movement or migration. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process. A review of the manufacturing process was performed and it is noted that all products are 100% leak tested prior to release; therefore it is unlikely that a manufacturing issue contributed to the reported event. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process. A review of the manufacturing process was performed and it is noted that all products are 100% leak tested prior to release; therefore it is unlikely that a manufacturing issue contributed to the reported event.

Manufacturer narrative:
(B)(4): information unavailable. Device remains implanted.